Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that during the weaning process of the impella cp there was a placement signal that appeared to have some type of electrical interference with intermittent placement displays prior to dropping signal completely at level p-2. The console displayed controller error with switch to backup controller. However, the impella was removed successfully. There was no harm to the patient reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.